Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the pain stim was removed because it did not work for the patient. The patient still had back pain after the device was put into her body. The healthcare professional (hcp) decided to remove it. The patient did not remember the name of the hcp who removed the device, or the exact date that it was removed. No further complications were reported.